Event description:
It was reported that about six months after a pump implant the patient's "right leg went dead". Initially it was felt that "arthritis dug into the nerve, the same level that the drug drips to stop the pain". The patient reported he had surgery to "clean up" the bone growth and one year later there was still no improvement. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.